Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being reported.

Event description:
Event occurred on an unknown date regarding a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where they reported that the tubing repeatedly backs up with blood and will not run fluids at an ideal rate when trying to infuse with a patient. This has been a reoccurring incident, and which needed to quickly infuse fluids but have been unable to do so safely or effectively. Multiple troubleshooting techniques were attempted with no improvement. The issue occurred at labor and delivery department. There was patient involvement, delay in therapy and unknown adverse event.